Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. A medtronic representative reported that the planning station's ae title was misspelled, it was missing a letter. The rep added the letter was able to successfully push scans over the network. The software functioned as designed.

Manufacturer narrative:
No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative, stealth coordinator, reported that while in a cranial deep brain stimulation (dbs) placement procedure, they were attempting to nethog (network exam transfer program) a patient with plans from one navigation planning station to another and could not successfully transfer. The site representative stated that this delayed the surgery, however, it was unclear if the patient was under anesthesia at the time. In trouble-shooting, the site attempted pushing exams from one planning station to the other and did not see any sort of error message. The site attempted to pull the exam from the receiving planning station and it shows 0-100% transferred, then displayed a message: "unable to transfer exam" - contact medtronic. The patient name did not show up in the list. The site stealth coordinator reported they were working on getting a cd of the data to use to start the procedure. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.